Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)had a preimplant voltage of 3.10v. The box label voltage is 3.25v. The device was implanted. Additional information was received that states the battery voltage to be 3.07v the day after implant, and at the one week follow up the voltage was 3.17v.